Manufacturer narrative:
Medtronic received the following information from the journal article entitled; gender-related outcomes of chimney evar within the pericles registry g torsello, mv usai, s scali, p kubilis, fj veith, f markatis and kp donas. Vascular 2018 volume 26 (6). Https://doi.org/10.1177/1708538118797448. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for the chevar treatment of pararenal aortic pathologies. The following events were reported: serious injury: renal failure reintervention.